Manufacturer narrative:
A customer quality engineer evaluated the device files and was able to verify the issue. The cause of the reported issue remains undetermined.

Event description:
The customer contacted stryker to report that their device shut down during a call. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by a stryker field service technician. The reported issue was not able to be verified and was not able to be duplicated. Root cause could not be determined. The power printed board circuit assembly was replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device shut down during a call. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.